Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Trial patient reported soreness at incision site. The patient later reported that felt urgency to void but was unable to void today. The issue reported was not resolve at the time of this report. No further patient complications have been reported because of this event in the event description.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.